Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing, without duplicating the report. Review of the device activity logs showed no evidence of related messages that would prevent the device from charging to set energy. The logs showed all charges were discharged successfully. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that the during a routine shift check by a clinician, the device was unable to charge to set energy. Complainant indicated that there was no patient involvement in the reported malfunction.